Manufacturer narrative:
H3, h6: the device (pn 101209, sn (B)(6)), used in treatment, was not returned for investigation. Thus, visual and functional evaluation could not be performed. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the risk profile. The navio user's manual (500196) and surgical technique guide (500197) provide instructions for drill usage and troubleshooting. We were not able to confirm if there was a relationship established between the reported event and the device. An e2 error was reported, factors that could have contributed to the reported event could be if the drill was jammed or if the bur was not properly seated. No further action or corrective actions required at this time. Should the device be returned in the future, the investigation will be reopened.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during navio tka procedure the anspach drill would not run at all, and an e2 message continued to display when the foot pedal was pressed. The surgeon changed to manual procedure to completed the surgery with a delay of fewer than 30 minutes.